Event description:
It was reported that the reservoir was occluded. Customer stated that he tried switching out the cannula and full set and kept getting no delivery. Customer's blood glucose was 550 mg/dl. Customer treated with manual injection. No troubleshooting done due to customer stated that the alarm was resolved by a complete set change. Customer will be returning the set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).